Manufacturer narrative:
The reported event was unable to be reproduced during evaluation of the autopulse platform (sn (B)(4)). The archive data was reviewed and revealed multiple under voltage events followed by user advisory ua 17 (max motor on time exceeded) error messages occurring on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The archive data indicated that on (B)(6) 2017, the platform was used on a medium sized patient likely with a stiff chest exceeding (B)(6)., the platform was used for approximately 44 minutes (from 03:13 to 03:57) using autopulse li-ion battery (sns (B)(4)). These events are likely the issue experienced by the customer, thus confirming the reported event. Functional testing of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture, meeting the manufacturer's specification for device compression depth and compression cycle without any malfunction observed. The evaluation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Additionally, the reported event was also consistent with the events recorded in the archive data retrieved from the returned battery (sns (B)(4)) indicating battery error during platform insertion for both batteries. The investigation results for the batteries are referenced under MFR 301067000-2018-00069 (battery sn (B)(4)) and MFR 301067000-2018-00068 (battery sn (B)(4)). Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform and the returned batteries, the issue is likely attributed to the stiffness of the patient's chest, and/or the length of time the platform and the batteries were used performing continuous compression causing the batteries' state of charge to diminish at a faster rate. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. Additionally, a twisted lifeband is also known to cause a ua 17 error message; however, the lifeband was not returned for evaluation. Historical records were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) inserted with the autopulse li-ion battery (sn (B)(4)), was used during patient response while in transport. At an unspecified time during operation, the platform powered off by itself. Following this, manual CPR was immediately performed. After exchanging to another battery (sn (B)(4)) the platform performed approximately 10 minutes of compression until a recurrence of the platform powering off was again observed. The patient received manual CPR until the patient was handed over to the hospital. No known impact or patient consequence was reported. It was further reported that the user checked the batteries and it was indicated that the batteries had ample charge with three leds illuminated on the battery status indicator. This references the report of the platform powering off by itself. The reports of low battery run time are referenced under MFR 3010617000-2018-00068 for battery (sn (B)(4)) and MFR 3010617000-2018-00069 for battery (sn (B)(4)).